Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a percutaneous transluminal coronary angioplasty, the patient experienced myocardial infarction and thrombus. The target lesion was located in the moderately calcified left circumflex (lcx) artery. The lesion was dilated with a unknown 1.5x15mm balloon and the 3.5x20mm taxus liberte stent was implanted at 12 atm for 30 sec. The proximal section of the deployed stent was post-dilated with a unknown 3.5x8mm nc balloon at 16 atm for 20 sec. Post procedure angiography revealed no residual/dissection and timi 3 flow. A secondary procedure was performed 3 days later and a unknown stent was implanted in the left anterior descending (lad) artery. Patient returned 8 days post index procedure with and acute mi. Percutaneous transluminal coronary angioplasty was performed in the lcx lesion. The lesion was dilated with a 2.0x12mm balloon to 10 atm and 3.5x12mm nc balloon to 12 atm. Thrombus was noted and aspirated with an unknown thrombus extraction device. Procedure resulted in timi 3 flow. The stent implanted in the lad was patent. No additional patient complications were reported and the patient's status is stable.